Manufacturer narrative:
The manufacturing evaluation indicates that lot number 031416 met the release criteria. The guidewire's break with separation was confirmed and no manufacturing-related issues related to the failure mode were identified during the investigation of this complaint regarding the returned device.

Event description:
During a neurovascular procedure the wire stretched while the doctor was pulling it back.